Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/deal and no delivery. The customer also reported that the power error detected. The customer was advised to monitor the pump and call back if the error recurs. The product was returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test and occlusion test due to missing retainer. The device passed prime test, seating test, basic occlusion test and force sensor test. Unable to complete testing due to missing retainer. The insulin pump was returned for power error alarm (B)(4). The power management tool confirmed pump error (B)(4)was triggered when backup battery loaded voltage was less than 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with damage display window cover, severely scratched lcd window, cracked keypad at select button, stained keypad overlay, cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.